Event description:
It was reported that the patient has dyspnea syndrome. An echocardiography confirmed pericardial effusion, after 18 . Months post-implant. Procedure was required to drain the blood. The lead was replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead stiffness test is according to specification.